Manufacturer narrative:
The partial lead in segments was returned, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure when the right ventricular lead was connected to the new device, the rv and svc coil impedance were noted to be high. Before the replacement procedure, the impedance was noted to be okay. The lead was connected to the old device and the impedance remained high. The right ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.